Event description:
It was reported that the pulse generator exhibited low battery measurement while still in the box.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.